Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that during an afib case, a pericardial effusion was noticed in the patient. There was a drop in blood pressure on the patient. An x-ray was used to check for a pericardial effusion, and it was inconclusive. The pericardial effusion was confirmed via intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis, and it is unknown at this time how much fluid was removed. Anesthesia supported the patient's blood pressure. The patient was in stable condition. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure and patient condition related. The patient fully recovered with no residual effects. The patient was sent to the ICU after the procedure without a drain. The generator is on floor 12 lab, serial number is g4c0751. A transseptal puncture was performed with a baylis medical versacross. Prior to noting the pericardial effusion, ablation was performed. There was no evidence of a steam pop. The event occurred during the ablation phase. An irrigated catheter was used in the event, the flow setting was 15ml/min at 50 watts. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages were observed on the biosense webster equipment during the procedure. Graph, dashboard, vector, and visitag force visualization features were used. The visitag module was used, the parameters for stability used were 3mm, 3sec, 3g, 3mm. No additional filter was used with the visitag. Tag index color option was used prospectively. The stsf catheter is not available for return. The lot number is unknown.

Manufacturer narrative:
Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).